Event description:
A 2.75 mm diameter x 14 mm length micro driver mx2 coronary stent system was inserted into a patient treatment of an acute mi. The lesion was the first diagonal and reported to be completely occluded. A drv27518mx was successfully implanted at the lesion site. The physician decided to attempt to implant a stent distal to the implanted driver. The stent was inserted with difficulty in reaching the site; the balloon was inflated and reported to have ruptured. The physician attempted to pull back the delivery system and the stent dislodged; 4mm into the implanted driver. The physician decided to deploy the stent where it remained using another manufacturer's balloon. Another manufacturer's stent was used to completely cover the lesion site. No additional clinical sequelae were reported, and the patient is fine. Medtronic has received the device and its analysis has been completed. The returned device confirmed that the stent was no longer present on the balloon. The balloon had not been fully inflated. There is evidence that the stent was adequately mounted on the balloon. Although it was reported that the balloon ruptured there is no leak or burst in the balloon. The shaft of the device is kinked and damaged. The most distal kink point, the shaft is broken but not detached due to the jacket holding it in place.